Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump inappropriately suspends often due to inaccurate sensor glucose readings. The patient's blood glucose was reported as 293 mg/dl and their sensor glucose was 47 mg/dl. No products were returned or replaced.